Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-00543.it was reported the patient's incision sites were exhibiting an incision wound. The patient underwent surgical intervention on 02jan2023 for a wound closure. Physician noticed the leads had migrated (manufacturer report number: 3006705815-2023-00397, 3006705815-2023-00400) and opted to replace the leads.

Manufacturer narrative:
A patient experiencing a wound issue was reported to abbott. The patient underwent surgical intervention for a wound closure. The md noticed that the leads had migrated. The leads were explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.